Event description:
Information received from the field notes that during a routine office visit, the device exhibited eri. Measured battery data was 2.62v, 10ua, 9.2 kohms indicating approximately nine months remaining longevity. The patient was pacemaker dependent. Therefore, the device was replaced.